Event description:
It was reported to philips the device alarmed low o2. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The rse advised the customer the device may have a faulty oxygen sensor or may need to be calibrated by performing an extended self test (est). The customer was advised the device is out of support and it may be past due for the 12.5k preventive maintenance. The customer was advised the blower is no longer available and the device should be removed from service unless it can be verified the device has been properly serviced. The blower needs to be replaced at 12.5k hours. Following the evaluation of the device, the customer traced the issue to the oxygen sensor, ran an est to clear the issue and the device passed the test. No parts needed to be replaced. It is unknown if the blower was replaced. No other abnormality was observed.